Manufacturer narrative:
The subject device was received and evaluated . Initial, comprehensive leakage check was performed and found the device was not leaking. Device evaluation was performed and found the outlet pipe condition check , water flow, water removal , air channel volume test failed specifications as blockage was observed . In addition, a blockage described to be like a white plastic material was found protruding from the air/water nozzle. This condition attributed to be due to handling , device reprocessing issue. The customer reported issue of "channel blocked" was confirmed. Furthermore, the following defects were identified during device inspection: worn adhesive observed on light cover glasses , optical cover glass and distal end . Angulations are out of specifications. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "channel blocked" . The issue found during device reprocessing. There is no patient involvement on this reported issue. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign debris protruding from the air/water nozzle. This report is being submitted due to the finding of foreign debris protruding from the air/water nozzle (insufficient cleaning (handling problems) identified during device return evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct e2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with white plastic foreign material, however, the specific material could not be identified and the cause for the material remaining in the device could not be specified. The nozzle was not reported to have been deformed/broken and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.